Manufacturer narrative:
A ge service rep performed an onsite investigation. The pre-charge pcb assembly was evaluated and replaced. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys exhibited "interlock failure errors" upon sys start up. This error is likely to prevent the sys from booting to a usable state. No pt death or serious injury was reported related to this event.